Event description:
Boston scientific received information that one day after the implantation of this left ventricular (lv) lead, it was discovered that the lv intrinsic amplitude could not be measured and there was loss of capture. An x-ray was performed and it revealed that this lv lead had dislodged and was in the ostium of the coronary sinus. A lead revision was performed and this lv lead was extracted and successfully replaced with a competitor's lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lv lead was never returned for analysis. No additional information is available. If any additional information does become available, this report will be updated.